Event description:
There was a temperature error code displayed by rf generator, catheter was replaced per rep from biosense webster. Per supervisor review: when the catheter was connected to the cable, there was a temperature error showing up on the display monitor. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. The new catheter worked properly. No injury to the patient.